Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient has reported "implant rupture". Device remains implanted. This relates to the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the photograph identified: opening, red tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: b.5, b.6, h.6. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported ¿lumps in the right axilla¿, ¿ruptured¿, ¿silicone granulomas¿, and ¿some silicone travelling to the armpit".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted.